Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic retroperitoneal mass resection, the device showed incomplete seal even when used without two separate electrosurgical unit machines.